Event description:
It was reported that the device battery was found to have depleted sooner than expected. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.